Manufacturer narrative:
As reported, fluid leak was noted from the battery compartment of the bard/davol hydrosurg plus irrigator. The subject device is reported to be available for evaluation, but at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. If/when the sample is received and evaluated and/or additional information is provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported, during an unknown procedure the bard/davol hydro-surg plus laparoscopic irrigator leaked fluid from the battery compartment. As reported, the motor [pressure] was running low when the bag was squeezed while the pump was activated. There was no reported patient injury.

Event description:
As reported, during an unknown procedure the bard/davol hydro-surg plus laparoscopic irrigator leaked fluid from the battery compartment. As reported, the motor [pressure] was running low when the bag was squeezed while the pump was activated. There was no reported patient injury.

Manufacturer narrative:
As reported, fluid leak was noted from the battery compartment of the bard/davol hydrosurg plus irrigator. The subject device is reported to be available for evaluation, but at this time has not been received. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device was returned for evaluation. Visual examination identified corrosion of the internal components, which was due to fluid ingress into the motor housing. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experienced by the user are determined to be manufacturing related. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.